Manufacturer narrative:
Complaint no: (B)(4). The date of onset of the hernia was reported to be on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The hernia was not diagnosed prior to patient starting the pd therapy. It was unknown if the pd therapy had worsened the hernia. Five days prior to receipt of this report, the patient was hospitalized for the event of hernia and an unrelated event. On an unreported date, the patient had a surgical repair of the hernia. On an unreported date, the following month after the receipt of this report, the patient was reported to be recovered from the hernia. On an unreported date, in the same month as the receipt of this report, the patient¿s pd catheter was removed in order to facilitate the recovery from the unrelated event. At the time of this report, the pd therapy was not ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.